Event description:
It was reported that the insulin pump stopped working. It was stated that the customer was holding down a button and insulin came out, but there was nothing on the screen. Troubleshooting was performed and with a new set and reservoir, the customer was able to successfully prime the tubing. The customer's blood glucose got up to 540 mg/dl, which was treated with an injection that brought it down to 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.